Event description:
It was reported via complication form: "excessive knee pain"- "pain in the right knee for past couple of weeks".

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device remained in the pt, and was not returned to the MFR. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.